Event description:
User called into emergency support program line to request and report issue during use in which mega 50cc intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). It had happened several times in the last 2 hours and several times during the evening shift. There was no blood in the helium tubing and no visible kinks. He reports that the patient has been agitated often and in the last hour this is when the pump alarms. Currently the patient is very sedated, and remains still. The alarm has not happened for 15 minutes. Esp team explained the alarm and potential reasons. Esp team offered further troubleshooting tips but advised that there is likely a kink in the catheter internally. Esp team suggested a chest film since the patient has been moving around.